Event description:
First responders (police department)received a 911 call regarding a person who was having a cardiac arrest. Having arrived at the scene prior to the paramedics, the first responders attached their automated external defibrillator (AED) to the patient. The responder opened the lid which turns the AED on and readies it for use. The rescue ready light was green which indicates that the AED is in working order. The electrodes were placed on the patient and the voice/text prompted them "do not touch patient. Analyzing rhythm." Normally the next phrase is "shock advised. Charging. Stand clear." However, instead the message that was given was, "service required." (The printout from the AED shows that the patient was in v-fib prior to the "service required" statement.) At this point, the ambulance crew had arrived and the lid of the non-functioning AED was closed and the paramedics attached their AED. The patient received one shock and was converted to sinus tachycardia and was transported to the hospital. The patient remains hospitalized at this time. The outside agency (owners of the malfunctioning AED) requested that this reporter complete the medwatch report for them. Cardiac science was notified of this occurrence by the outside agency and their response was that they wanted the AED sent to them for evaluation. The outside agency will be sending the AED to cardiac science, and have requested that the findings of the evaluation be sent to them.